Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and that they experienced a high blood glucose level. The customer was assisted with motor error troubleshooting. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind, however, no reservoir alarm was received when the customer held down the act button as the piston was on top of the reservoir. The customer was advised to rewind again, and the rewind was completed, but the motor error was received again as the alarm history was reviewed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer mentioned a blood glucose of 495 mg/dl the morning of the call and treated with syringe and long acting insulin. The customer declined troubleshooting for the high reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no reservoir alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.